Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Performed functional check. Found cassette not attached alarming. The root cause of the reported issue was found to be unknown. Actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed, "cassette not attached properly." It is unknown if there was patient, or clinician injury associated with this occurrence. No further details provided at this time.